Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
First surgery with growing connectors was performed in (B)(6) 2013, they did the first prolong surgery (B)(6) 2015, they discovered weakness in her legs at an follow up visit and decided to stop prolongation of the construct. (Maybe they did a surgery to release the prolongation) they left the construct like it was. (B)(6) 2015, patient complained about pain, and x-ray showed a broken connector, please see enclosed x-ray. They used cocr 5.5 rods in the construct, and expedium 5.5 screws, both fas ans 5.5si screws. Today they did a resurgery, all screws is left and they put in a new cocr ros 5.5 and used new setscrews and put 2 new sfx crossconnectors and did fusion.